Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on august 27, 2024. The rep reported that it has not been confirmed that there was physical damage to the lead(s) "because they were implanted". The rep reprogrammed around the impedances; no other tests were done and no further actions were / are planned. The rep had met with the pt on (B)(6) 2024 at a follow up appointment for a report of "oor".

Event description:
The manufacturer representative (rep) reported that on august 9, 2024 high impedances were identified on contacts 9, 10 and 11. No symptoms reported. Troubleshooting was not performed and the cause was not determined at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot#/serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a290 lot#/serial# (B)(6), implanted: 2021. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.